Manufacturer narrative:
Device expiration date: n/a a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: n/a.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged or blocked. The following information was provided by the initial reporter: the reported feedback suggest that there is an occlusion.

Manufacturer narrative:
This complaint was created and submitted as an erroneous duplicate. This incident and all associated information have already been captured under emdr# 354517, manufacturer report number 2016493-2020-00511. This complaint can therefore be disregarded.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged or blocked. The following information was provided by the initial reporter: the reported feedback suggest that there is an occlusion.